Event description:
It was reported the ultraflow catheter ruptured during an avm embolization with glue. Under fluoroscopy, the glue residue was observed spilled into the patient's vessel. The patient status was reported as "suffered stroke due to glue leak." However, on follow-up, the patient was already discharged and doing well, but suffered some memory loss.